Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported insulin is squirting out during manual prime. The device does not detect the reservoir. Insulin squirts out but the device does not register it is delivering insulin. Customer is stuck in the rewind loop. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Customer's blood glucose is 400 mg/dl. Nothing further reported.